Event description:
The manufacturer received information alleging a failure of the ventilator's internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. A "service required" alarm condition was found in the ventilator's downloaded error log and a failure of the device to charge its internal battery was observed. The device's power management board and internal battery were replaced to address the issues.